Event description:
Caller reported that pump unexpectedly displayed reset screen. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that during a routine system check, pump reset a microprocessor as a safety feature, and it was functioning correctly. Customer was informed about resetting certain functions, including insulin on board, max hourly bolus, and the need to restart dexcom cgm sessions and reload cartridges. Caller understood and acknowledged this information.